Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient experienced a site sensitivity issue: insertion site redness and itching after removal of the sensor from the skin. The patient was treated by a health care professional with a prescription medication. This complaint is being reported because reported health event was attributed to a sensor malfunction.